Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00107. 1.section h. Box 3. Device returned to manufacturer? Results: offset coil winds were present throughout the length of the embolization coil. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was not present. Conclusions: evaluation of the returned pod pc embolization coil revealed a fracture sr wire. If the device is forcefully retracted against resistance, damage such as this may occur. If the sr wire fractures from the proximal constraint sphere, the embolization coil will detach from the pusher assembly. The pod pc pusher assembly and the microcatheter used in the procedure were not returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pancreaticoduodenal artery using pod packing coils (podjs) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two podjs in the target vessel using the microcatheter. While filling up aneurysm sac with another podj, the physician experienced resistance and decided to remove the podj. While re-sheathing the podj, the physician realized that the podj had unintentionally detached inside the microcatheter; therefore, the physician pulled the podj from the microcatheter and removed the sheath along with the detached podj. The procedure was completed using another podj and the same microcatheter. There was no report of an adverse effect to the patient.